Event description:
The customer reported platelet (plt) and red blood cell (rbc) backgrounds failing on the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the redblood cell (rbc) diluent dispenser was generating bubbles. The fse replaced the rbc diluent dispenser, which repaired the failing backgrounds. The repairs were verified per established procedures. (B)(4). Outside contractor evaluated instrument.